Manufacturer narrative:
The investigation was unable to find a definitive root cause as no customer material was returned for investigation. The customer stated due to prior surgery, the patient's mobility was impaired which could have affected the blood flow. Product labeling documents the results could be affected by impaired peripheral circulation.

Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high glucose result from accu-chek inform ii meter serial number (B)(4). The result at 21:23 was 303 mg/dl. At 21:26, the result from accu-chek inform ii meter serial number (B)(4) was 178 mg/dl. The same strip lot was used on both meters, but the customer was not sure if there were two different vials used or the strips were from the same vial. The patient was currently ok and was not treated based on any of the results. There was no allegation of an adverse event. Controls were tested on both meters on the day of the event and all passed. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.